Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a damaged electrode belt cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode bel sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.